Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the video camera and checked alignment. Also reseated the image processing and scan converter boards. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that both the workstation and tower monitor on the 2600 system began degrading (developing a "pixel" look). There was no report of patient injury.